Manufacturer narrative:
Correction to block g1 MFR site address 1. Block b3: date of event was approximated to february 1, 2021, as no exact date was reported. Block d4, h4: the complainant was unable to provide the suspected device lot number; therefore, the lot expiration and device manufacture dates are unknown. Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf patient code e0306 captures the reportable event of sepsis. Imdrf patient code e2328 captures the reportable event of obstruction. Imdrf impact code f2303 captures the reportable event of medication required. Imdrf impact code f08 captures the reportable event of hospitalization. Imdrf impact code f2301 captures the reportable event of additional device required.

Event description:
Note: this report pertains to one of four devices used in the same patient and procedure. It was reported to boston scientific corporation that a nephromax balloon and a percutaneous access needle were used during a percutaneous nephrolithotomy procedure performed in (B)(6) 2021. The patient experienced sepsis and dislodgement of nephrostomy tube with obstruction, requiring readmission with left interventional radiology (ir) percutaneous nephrostomy tube and antibiotics.

Event description:
Note: this report pertains to one of two devices used in the same patient and procedure. It was reported to boston scientific corporation that a nephromax balloon and a percutaneous access needle were used during a percutaneous nephrolithotomy procedure performed in february 2021. The patient experienced sepsis and dislodgement of nephrostomy tube with obstruction, requiring readmission with left interventional radiology (ir) percutaneous nephrostomy tube and antibiotics.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2021, as no exact date was reported. The complainant was unable to provide the suspected device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4).